Event description:
It was reported that prior to implant the physician noted that the lead was kinked at the transition from the insulation to the superior vena cava (svc) coil. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.the analyst noted that no damage was found on the lead.